Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483.

Event description:
It was reported that an ilet displayed horizontal bars across the screen and became unresponsive, consistent with a display malfunction; the patient provided a photo, the device identifiers were confirmed, and a replacement was arranged. Symptoms included no adverse clinical effects, and blood glucose remained in range. Outcomes included no injury, no medical intervention beyond routine support, and no interruption of insulin therapy as the patient¿s glycemic control was stable. Investigation included remote assessment through image review and confirmation of device details, along with review of recent insulin delivery history at the patient¿s request. Investigation of this device revealed a probable display failure affecting screen visibility without affecting insulin delivery or generating alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction limited to the display assembly.